Event description:
It was reported that metal shavings were detected during the decontamination process in the sterile processing department. The customer cannot confirm that any metal shavings entered into a surgical site of the patient. There were no adverse consequences and no medical intervention reported. The procedure was completed successfully without delay.

Manufacturer narrative:
The device was received by the manufacturer for evaluation and the complaint was duplicated. During the functional inspection, the device was found to produce metal shavings from the t-handle area. Based on the findings of the functional inspection, the metal shavings were most likely coming from the ram bushings. Bur that form on the t handle rod teeth catch on the soft bushing and can pull flakes or metal debris from the bushing.